Manufacturer narrative:
Internal report #:(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 95-140mg/dl fasting. Verified the strips expire 03/31/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 242mg/dl and 224 mgdl fasting: reviewed meter memory: 241mg/dl, (B)(6) 2015, 01:22:00 pm, fasting: yes. 322mg/dl, (B)(6) 2015, 06:32:00 am, fasting: yes. 374mg/dl, (B)(6) 2015, 03:35:00 am, fasting: yes. 409mg/dl, (B)(6) 2015, 02:29:00 am, fasting: no. 440mg/dl, (B)(6) 2015, 12:59:00 pm, fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 95-140mg/dl fasting. Verified the strips expire 03/31/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 242mg/dl and 224mg/dl fasting. Reviewed meter memory: (B)(6). Adverse event not reported.